Event description:
It was reported that the homechoice was not alarming at the time when a patient line was not priming properly. The patient was not connected at the time of the event. This event occurred during use. There was no patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
(B)(4). The device was returned and an evaluation is complete. During the event history log review a check patient line alarm was discovered which is most reflective of the reported condition and has confirmed the reported issue. A device history record review revealed no issues that could have caused or contributed to the reported issue. Visual inspection was performed with no issues noted. Power on self-test was successfully performed. One hour therapy was successfully performed. The device passed all check and calibration tests. The cause of the condition could not be determined. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
(B)(4). Should additional relevant information become available, a supplemental report will be submitted.